Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Customer initially requested getinge service in connection with this event, but then asked that the service request be cancelled after discovering that the helium tank valve had been shut off by other personnel, and on another occasion, the balloon was disconnected from the catheter extender. The iabp is in clinical use and no further investigation is required.

Event description:
The customer reported that while attempting to initiate patient support with the cardiosave intra-aortic balloon pump (iabp), "auto-fill failure" and "fault #53" messages were displayed. The customer also reported that all connections were secure, and that there was no indication of a leak. The iabp console was swapped out without issue to enable patient therapy, and the original iabp was sent to the biomedical department for further evaluation. No adverse event was reported.